Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included right lower quadrant pain. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("bleeding b/w periods"), urinary tract disorder ("urinary probs"), uterine prolapse ("uterine prolapse") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full)/ oophorectomy (unilateral)/ salpingectomy (unilateral)). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved and the urinary tract disorder, uterine leiomyoma, uterine prolapse and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, menorrhagia, bleeding b/w periods, urinary probs., fibroids, uterine prolapse diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion.congenital anomaly of the uterus likely representing a unicornuate uterus. The fallopian tube/tubes are occluded. Several filling defects are noted along the contour of the uterus. These may represent to fibroids. Imaging procedure - on (B)(6)2011: result- bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, uterine prolapse, uterine leiomyoma most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet and medical records received : event added- vaginal haemorrhage. Medical history and lab data added. Reporters¿ information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ heavy menstrual bleeding"), metrorrhagia ("bleeding b/w periods"), urinary tract disorder ("urinary probs") and uterine prolapse ("uterine prolapse") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full)/ oophorectomy (unilateral)/ salpingectomy (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved and the urinary tract disorder, uterine leiomyoma and uterine prolapse outcome was unknown. The reporter considered abdominal pain, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and uterine prolapse to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, menorrhagia, bleeding b/w periods, urinary probs., fibroids, uterine prolapse diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 08/30/2019: plaintiff fact sheet received- previously reported event "injury" updated to "pelvic pain", events- "abdominal pain, menorrhagia/ heavy menstrual bleeding, bleeding b/w periods, urinary probs, fibroids, uterine prolapse" reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.